Event description:
It was reported that the patient was hospitalized due to a hematoma in the right groin post their implant procedure on 06jun2023. The hematoma was treated and the patient was being evaluated for suspected pseudoaneurysm. There were no noted complications during the procedure. Additional information was requested but was not received. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).